Event description:
A discordant, falsely elevated vitamin d result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated with a 1:2 dilution on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vitamin d result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the aspirate probe pinch valves and aspirate probe guides. The cse discovered that aspirate probe 4 was not evacuating fluid from cuvettes during testing and the cse replaced it. After the issue persisted, the cse discovered that the tubing for aspirate probe 4 had a leak and the cse replaced the tubing. The cse also replaced the aspirate probe 4 home sensor as it was damaged by fluid during troubleshooting. The customer successfully ran quality controls. The cause of the discordant, falsely elevated vitamin d result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.